Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose levels of 500mg/dl. The customer was treated with injection. Customer's blood glucose value was unknown at the time of the call. The customer's father stated that there were issues with the infusion set and that when the blood glucose was in the range of 500mg/dl. No troubleshooting was performed as the father was not with the customer. The product will not be returned for analysis.